Event description:
New information notes that the cause of infection was endocarditis, pocket infection- responsible organism: klebsiella aerogenes, not cause by the device or leads. Patient¿s condition prior to the procedure was trans-esophageal echocardiogram showed a 7 x 3 mm mobile mass on ICD lead. Patient alert, mild edema, no pain. The leads will not be returned for evaluation.

Event description:
New information notes that the device will not be returned for evaluation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection. The device was first explanted in one facility, explant date unknown. The leads were explanted at a different facility on (B)(6)2020. The leads were sent out to the lab for cultures and therefore will not be returned for evaluation. The patient condition was stable. Related manufacturer reference number: 2938836-2020-00666 and 2938836-2020-00667.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.